Event description:
Caller (customer's husband) reported that customer was unable to test due to receiving an ER-7 message on her adc meter. Customer further reported that on (B)(6) 2012 she experienced symptoms that were described as "low blood glucose", "felt sleepy and tired." Customer self-presented to a local health care facility and was treated with "insulin shots about 5 mg". Customer reported being diagnosed with hypoglycemia which is inconsistent with reported treatment with insulin. It should be noted that customer's test strips expired on 31 december 2010. Additionally, the test strips were incompatible. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.